Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/15/2025 the user reported that parts of the ilet bionic pancreas touchscreen were not responsive, preventing normal use for supply changes. The user discontinued use of the ilet and reverted to alternate insulin therapy while awaiting replacement. No medical treatment, hospitalization, or long-term health effects were reported.